Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The analysis was performed by asahi intecc. Co. Ltd: based on the outcomes of the investigation of the device, it is inferred that tip of the guide wire was trapped in the lesion, where rotational manipulation was given to the guide wire, resulting the breakage of the core wire due to the force exceeding the product design limit. Coil was elongated and twisting force worked locally along with pull back manipulation to the guide wire, resulting the twist off breakage of the coil wire. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Investigation of the production record could not be performed as no lot information was available. Instructions for use describes as warning: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction and separation or breakage of guide wire as one of possible complications and adverse events.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The asahi gaia ptca guide wire referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion lesion in the right coronary artery (rca). During advancement of the sion guide wire the distal end of the wire got caught in the sub-intimal distal rca and fractured and separated. The sion guide wire was removed and an asahi gaia guide wire was advanced in the patient anatomy. The same issue occurred with the asahi gaia guide wire. Both guide wires were removed without resistance. The separated segments of both guide wires remain in the patient anatomy. The case was aborted. There was no clinically significant delay in the procedure. The patient was stable and doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device analysis added. Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: investigation of returned sion guidewire revealed that its core wire was broken off at approximately 64mm from tip end, wavy deformation was observed at the section adjacent to the breakage site. Coil wire was found stretched over the core wire, and was thought to be broken off at approximately 230mm from tip end. Trace of focal twist was observed at the breakage site of coil wire locally.

Manufacturer narrative:
(B)(4).